Event description:
78 y/o female with coronary artery disease and history of coronary artery vascularization presented with peripheral edema and dyspnea on exertion. Co's lead was placed in the right ventricular septum at 10 volts with intermittent capture, there was a resistance of 1600 ohms. This lead was abandoned and co's 4024-52cm polyurethane ventricular lead was inserted. Pt also received co pacemaker at the time. The lead being reported was capped.